Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. One day after onset, the patient was hospitalized for the peritonitis event. Beginning on the day of hospitalization, the patient was treated with unspecified intraperitoneal antibiotic therapy for six days (medication, dosage, and frequency not reported) for the peritonitis event. Dianeal therapy was ongoing. Hospitalization was reported to be ongoing, but discharge was anticipated approximately nine days after admission for the peritonitis. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The patient was reported to be in their 70¿s (years of age). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's dialysate effluent became clear. Seventeen days after being admitted, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.